Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and then insulin pump shut off without receiving a low battery alert. Customer's blood glucose was 156 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed no more than one motor error alarm within the last thirty days and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The insulin pump powered up properly after battery installation and no off no power without low battery indicator alarms noted. The insulin pump had minor scratches on the lcd window.